Event description:
It was reported that a female who underwent an unknown breast surgery with mentor memorygel, 375cc, silicone experienced right-sided skin reaction, granuloma, and symptomatic rupture postoperative. Patients right side a little smaller, itches, CT scan showed a lump on patient right lung, skin breaks out all the time, may have silicone under her arms on the right side, and was confirmed by ultrasound examination. The patient explained that she has skin breakouts under her right breast and around her right underarm. She says she feels this itchiness from the inside on her right breast and that her right breast weighs less and looks smaller. The patient also confirmed previous report of silicone lymphadenopathy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on jun-12-2024 per (B)(4) with the available information about the reportable event. Removed pc ¿ granuloma, here isn't enough evidence to prove a granuloma formation. Should additional information become available, this case will be re-assessed and notes will be updated. (B)(4).